Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered boluses while having active insulin in the body (iob- insulin on board) in opposition to the advice provided by the clinical diabetes educator. This resulted in the customer experiencing continuous low blood glucose (bg) levels of 40 mg/dl. Carbohydrates was consumed to treat bg level. Recommendation was made to consult with healthcare provider to determine if the customer should take bolus requests with active iob.